Event description:
Physician reported that in may 2006 patient was diagnosed with granuloma. The pump was stopped for an unknown period of time and then programmed to a simple continuous rate, dose was not reported. Currently the pump is programmed to infuse at a minimum rate. The drugs in the pump reservoir include dilaudid, bupivacaine, clonidine, and fentanyl. The physician is considering filling the pump with prialt. The patient condition is reported to be okay, and the granuloma has reabsorbed. Reference MFR. Rpt# 6000033200602079.